Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected weak battery alarms noted. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, minor scratches on the lcd window, missing end cap sticker, and slightly loose drive support disk.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer started to administer a bolus and the device went to two then it locked. He attempted to unlock it but the numbers just kept scrolling. Customer's blood glucose was 112 mg/dl during the keypad issue and 124 when the alarm occurred. Customer had just gotten out of the shower but the device was suspended. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.